Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to soft tissue damage at implant site. The patient was re-implanted with a new device during the same surgery.